Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as one remains implanted and the device return follow-up for the other two is ongoing. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "femoral transcatheter valve-in-valve implantation as alternative strategy for failed aortic bioprostheses: a single-centre experience with longterm follow-up" author tomasz stankowski et al, it was learned of a study aimed to compare the early and late outcomes of redo-surgery (redo-avr) and femtavi-viv procedures for failed aortic bioprostheses. Between march 2003 and april 2018, a total of 108 consecutive patients with failed aortic bioprostheses were qualified for the femtavi international viv implantation (n = 68;63%) or surgical isolated redo-avr (n = 40;37%) in the department of cardiac surgery, sana heart-center cottbus, germany. Three patients with aortic valves underwent re-do surgeries after unknown implant durations due to degeneration. Particularly, one patient underwent a valve-in-valve procedure and the device was replaced with a non-edwards valve using the transfemoral approach. Two patients underwent explants of the surgical valves and received another surgical valve.